Manufacturer narrative:
Potential catalog numbers - 21-7094-24, 21-7091-24, and 21-7394-24.

Event description:
It was reported that the bag spike of a cadd® administration set snapped off at the spike point, allowing medication to pour out of the bag. No injury was reported.